Event description:
Information received by medtronic indicated that there was air ingress during aspiration on the sheath. This occurred when the sheath was inserted into the left atrium and was flushed; air is reported to have entered the sheath from the valve. The sheath was replaced and the cryoablation procedure was completed with no further issues. There were no patient complications.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported issue has been confirmed through testing. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.